Event description:
It was reported that the device's internal paddle at times did not want to snap in on the device, and when they were able to, the device would only intermittently recognize they were there. There was no patient use associated with this event.

Manufacturer narrative:
The customer has ordered replacement internal paddles and will be replacing them in-house. The removed paddles will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.